Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl at an unknown concentration at a dose of 750 mcg/day and clonidine at an unknown concentration and dose via an implantable pump for non-malignant pain. It was reported that the patient had a problem with pain management because he took prior medication the healthcare provider (hcp) prescribed to them and was not refilled on (B)(6) 2016. The personal therapy manager (ptm) remote said the patient will run out of medication on (B)(6) 2016 or (B)(6) 2016. The patient stated his s1 has to be done and was just getting worse; he falls down all the time, had a head bleed, and is not walking well. The original surgery for the s1 was scheduled on (B)(6) 2016, but it was postponed due to the patient having two heart attacks at the end of (B)(6) 2016. The patient had to get two stents. The surgeon wanted the patient to wait six months and go for a stress test. The surgeon also does not want to do the surgery until the patient had a pain management hcp. The patient was taking oral pain pills and his bolus was 50 mcg. The patient was having trouble finding a hcp to do a refill and he was dismissed by his other hcp. The patient stated he had a total of (B)(4) surgeries since 2000 ((B)(4) on his neck which includes c1-c7 fusion and two that were messed up in boston, head and arm surgery, l4-l5, back, etc.). The patient also reported having lyme disease that didn't heal well and wasn't treated. The patient found out years after the fact that he had it and it was the root cause of rheumatoid arthritis and all conditions that were diagnosed since 2005.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.